Manufacturer narrative:
This 66-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. This case describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding, pelvic pain"). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required) and pelvic pain ("abnormal uterine bleeding, pelvic pain"). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with removal of essure device). Fallopian tube occlusion insert was removed. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The relationship of pelvic pain and uterine haemorrhage to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the subject had overnight hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 66-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding, pelvic pain'). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required) and pelvic pain ("abnormal uterine bleeding, pelvic pain"). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with removal of essure device). Fallopian tube occlusion insert was removed. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The relationship of pelvic pain and uterine haemorrhage to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the subject had overnight hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case was identified as a duplicate of case (B)(4). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. This case describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding, pelvic pain"). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required) and pelvic pain ("abnormal uterine bleeding, pelvic pain"). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with removal of essure device). Fallopian tube occlusion insert was removed. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The relationship of pelvic pain and uterine haemorrhage to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the subject had overnight hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.